Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a shock for atrial fibrillation for rapid ventricular response. The device vibrated for hv lead impedance out of range. The patient has not been compliant for the past two ye ars. The sensing has decreased and the capture has increased as well. The lead was capped and replaced.